Manufacturer narrative:
This report is submitted on july 5, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 to re-position the r/s due to other medical reasons. The implanted device remains.